Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a worn coupling, insufficient/low power, worn motor, trigger did not move smoothly and failed pre-test for attachment coupling, sticky triggers, function of the device and check power with the test bench. Therefore, the and reported condition was confirmed. The assignable root cause was determined to be due to component wear.

Event description:
It was reported that the motor device had an unspecified malfunction. During service and evaluation, it was determined that the device trigger did not move smoothly. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.